Event description:
It was reported that the insulin pump alarmed motor error during the rewind and fill tubing process. The blood glucose reading was 260 mg/dl. The customer stated that she put the reservoir in the insulin pump and pressed act; she stated that, all of a sudden, the device alarmed while she was trying to prime. She stated that she had just gotten out of the shower and started to add insulin. No significant events leading to the alarm were observed. She advised that she would treat with manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.